Event description:
Zio heart monitor (by irhythm) caused irritation to skin and product was defective because it kept falling off (3 times). Results were incorrect and way out of range and no one seems to care.